Manufacturer narrative:
Concomitants: 2339842, 01-012-35-3009 logic tibia ps mod insert sz 3 9mm. 2135755 , 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 2428159 , 200-02-35 - three peg patella 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA it was reported that approximately 130 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, encapsulated polyethylene debris within the synovium, severe osteolysis on femur and moderate on tibia, severe wear of tibial insert, grossly loose femoral, partially loose tibial tray . Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.